Event description:
It was reported that multiple unknown alerts occurred. There was no reported impact to customer's blood glucose level. The customer was unable to provide additional information regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.